Event description:
Procedure type: hysterectomy. According to reporter: needle kept falling off of device, physician was able to recover the needle. There was no patient injury reported.

Manufacturer narrative:
.